Event description:
Beckman coulter employee reported a potential chemical hazard when act 5diff wbc lyse reagent leaked. One bottle was found to have a small amount of fluid on the outside of the bottle. There was no exposure to the act 5diff wbc lyse reagent. There was no exposure to open lesions or mucus membranes. Warehouse worker was wearing appropriate personal protective equipment. Medical attention was not required. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
Product was not returned for evaluation. Root cause is unk. The supplier was notified of the issue for further evaluation. This reportable event was identified during a retrospective review conducted between (B)(6), 2008 and (B)(6), 2010 of complaints for additional reportable events.